Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter displayed error 2 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she started getting error 2 messages a month prior to contacting lfs, in (B)(6) 2019. The patient manages her diabetes with 15 units of humalog insulin, 3 times per day, and 35 units of lantus solostar at night. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that on (B)(6) 2019, she developed symptoms of ¿very, very dizzy and tingling¿. She reported that she self-treated her symptoms by drinking orange juice. She denied using any other device to test her blood glucose levels. During troubleshooting, it was established that the patient had not been using the meter for the first time and there had been no misuse of the device. The cca noted that the patient was using correct onetouch verioflex test strips. The patient described the correct testing steps and confirmed that when the power button was pressed, the error 2 did not occur. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Very, very dizzy and tingling, after obtaining error 2 messages on the meter and continuing with her usual diabetes management routine.